Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarms were noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose rose to 400 mg/dl. The customer was treated with manual injection. The customer's mother was assisted in performing a 5 unit fixed prime and reported that insulin did exit. The infusion set was removed and the cannula was not bent. She stated that the infusion set had been changed 12 times within 3 days and was advised that the insulin pump would be replaced and agreed to return the product for analysis.